Manufacturer narrative:
It was reported that the blood flow stopped as the hls module was disconnected while moving the patient. The user was then not able to successfully disable zero flow mode or achieve flow. The cardiohelp was restarted and the issue was solved. The patient was withdrawn from the cardiohelp system later that day and subsequently expired. A getinge service technician investigated the unit on 2021-05-17 and could not confirm any malfunction. The technician performed safety, calibration, and functionality checks to factory specifications. For further investigation a medical review was performed by getinge medical experts on 2021-07-13 with following results. The narrative of the complaint corresponds with both the user and service pool data provided by getinge service when the cardiohelp system was inspected on 17 may 2021. Despite the inadvertent dislodgement of the hls set disposable from the cardiohelp drive during removal of the water lines for transport, it appears that the user was able to effectively reseat/reposition the hls set disposable to the cardiohelp drive. Release of the hls set disposable from the 3 point locking mechanism requires pressing the disposable release then turning the hls set module clockwise to unseat from the cardiohelp drive. Both actions must be performed to dislodge the hls disposable from the cardiohelp drive. The service and user pool documentation accessed from the cardiohelp indicated that backflow prevention initiated at the time the pump disposable error ¿ stop message elicited. It appears that the user successfully disabled backflow prevention/zero flow mode eight times. There was no mention within the complaint narrative that the user clamped the arterial line when the pump stopped. Failure to clamp the circuit during a pump stop may induce retrograde flow (i.e. In the context of veno-arterial therapeutic support). Retrograde flow through the hls circuit would initiate backflow protection/zero flow mode by cardiohelp if the user did not increase rpm speed (i.e. Within 6 seconds) to counteract the pressure exerted from a beating heart and, hence, reestablish forward flow. Drawing from the user and service pool data, it seems reasonable to suggest that the root cause of the user¿s inability to efficaciously (i.e. ¿once and for all¿) disable backflow protection/zero flow mode and resume flow may have been caused by insufficient rpms which did not counteract the retrograde flow generated by the patient¿s heart (i.e. Cardiac output). The user pool data demonstrated that the user was able to successfully disable backflow protection/zero flow mode on multiple occasions only to have the mode reactivate after a relatively short period of time. This behavior seems suggestive of insufficient rpms. Finally, no details were unveiled regarding the expiration of the patient. It is not clear whether the passing of the patient was related to the event itself, to complicating comordibities arising from the patient, or to a confluence of both situations. The following assumptions have been made in the evaluation of this complaint: ¿ no malfunction or deformation of the hls module harness mechanism was mentioned by the user. The harness mechanism of the hls module is designed to lock the disposable into the cardiohelp drive at three independent points. ¿ the hls circuit was not clamped at the time of pump stoppage to prevent backflow. ¿ the rpms were insufficiently increased (or not increased at all) after disabling backflow protection/zero flow mode. This scenario led to the creation of backflow through the hls circuit resulting in the (re)institution of backflow protection/zero flow mode. In accordance to the cardiohelp risk assessment the most probable root cause for the disconnection was a high mechanical force and/ or insufficiently fixated disposable. Based on the investigation results no product related malfunction could be confirmed. Further it could not be confirmed whether the death was related to the event itself, to complicating comordibities arising from the patient, or to a confluence of both situations. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Further patient data, perfusion protocol, service of the involved cardiohelp unit and return of hls set was requested. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported the following: "she said that she had removed the water connections from the hls set to move patient and system to go get a CT. She said the hls set became dislodged and caused the pump to stop. She said the pump was alarming and was in zero flow mode. She advised she re-seated the hls set and was not able to successfully disable zero flow mode or achieve flow. She said she removed the hls set to initiate hand cranking. However, she decided instead to reattach the set and simply power the system off and power the system back on. After taking this action she was able to re-establish flow. Due to powering the system on and off with the hls set filled with fluid she was concerned about the pressures being provided by the system. Her concern was that over time the pressure internal increased until it eventually went out of range. The patient was withdrawn from the cardiohelp system around 3:00pm and subsequently expired." Complaint ID: (B)(4).